Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and anxiety. Device is still implanted.

Manufacturer narrative:
Device evaluation: with catalog number (mcghan). Based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Capsular contracture: unable to observe as it is a medical event that is not related to the device. Other-technical: not observed. Additional observations: crease fold is observed. Wear abrasion is observed. White calcification is observed. One opening on anterior side assessed as fold flaw opening and one opening on radius side assessed as surgical damage. Broken of plug strap assessed as unidentified (tear) opening. No further actions are required as the device was implanted. Additional, changed, and/or corrected data: b3, h3, h6.

Event description:
Healthcare professional reported a left side capsular contracture, baker grade iii and anxiety. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d6b., d.9., h.3., h.6.

Event description:
The device has been explanted.